Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0rk3w, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that there were telemetry issues seen with the patient¿s implantable neurostimulator (ins) while in the or. It was noted that they received a telemetry failure message on the clinician programmer while trying to check the impedances and was telling them there was either no response from the ins or there was interference (getting both messages). The reporter was able to get telemetry with the ins earlier and did perform programming of the device. The ins was in the pocket at the time of the issue. The clinician programmer head was right over the ins and had repositioned it multiple times. A second clinician programmer was then used and they continued to receive the telemetry failure message. It was initially reported that they were not near any abnormal sources of emi and even turned off the surgical lights and removed the bovi device which did not resolve the issue. It was then determined that the c-arm device was responsible for the interference as when they moved away from this source they were able to get telemetry with the ins and resolved the issue. Should additional information be received a supplemental report will be filed.